Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6).

Event description:
The customer reported poor image quality during an therapeutic procedure involving an olympus autoclavable camera head. There was no patient injury reported.